Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to remove this malleable device due to unspecified reasons. Subsequently, a new tactra malleable penile prosthesis was implanted. No additional information was reported.